Manufacturer narrative:
The biomed was contacted for additional information in regards to the unit that is missing. No response was received from customer.

Event description:
The customer reported that the ventilator alarmed with data acquisition/printed circuit board assembly/ analog digital converter (pcba adc) reference failed. The customer reported there was no patient involvement.